Event description:
It was reported that the customer passed away on (B)(6) 2026. Suspected cause of death was due to diabetic ketoacidosis. According to the information available, the customer experienced nausea and vomiting and subsequently went into cardiac arrest on the following day. Emergency medical services transported the customer to the emergency room where high blood glucose (bg) and ketone levels were reported; bg value was not provided. Subsequently, the customer was transferred to the intensive care unit at (B)(6) hospital where they were reported to be in a state of brain death. Reportedly, the customer was wearing the pump with a continuous glucose monitor (cgm) sensor prior to hospital admission; however, no abnormalities or bg alerts were reported to have annunciated from the pump. No additional information could be confirmed at the time of this report, as pump data is not available for review. A supplemental report will be submitted if additional information is received.